Event description:
The lay user/patient contacted lifescan alleging that the product was prompting the "error 1" message, which was unresolved with troubleshooting. There were no allegations of harm or injury. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject products(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.